Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed an infection. Reportedly, the patient had swelling and had experienced lack of use in the right arm. Moreover, the field representative validated that the patient had a previous left sided system that was explanted due to infection. There were no additional adverse patient effects reported. The crt-d remains in service.

Event description:
Additional information received indicates that the device system was removed successfully due to infection. There were no additional adverse patient effects reported. The cardiac resynchronization therapy defibrillator (crt-d) was explanted.